Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Additional information was received that the date of the event was actually (B)(6) 2015. The patient was taken to the emergency room because of the troponin t result from the cobas h232 meter at the doctor's office. There was no adverse event.

Manufacturer narrative:
A specific root cause could not be identified. The cobas h232 meter and the customer's troponin t strips were submitted for investigation and the results of all testing fulfilled the requirements. No instrument or reagent malfunction was identified.

Event description:
The customer received a questionable troponin t result from the cobas h232 meter (serial number (B)(4)) when compared to the result from a laboratory system. The cobas h232 is not sold in the united states. The result from the cobas h232 was 455ng/l and the result from the laboratory system at the hospital was < 50ng/l. It was unclear if these results were generated from the same patient sample. Information concerning if any erroneous result was reported outside the laboratory or if the patient was adversely affected was requested, but was not provided. For the investigation, testing was performed with retention material and all results fulfilled requirements.